Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If the device is returned, an investigation will be performed and a supplemental report will be filed.

Event description:
The customer reported the device gave error codes b30 (scope communication error) and e216 (scope communication error) on eight total occasions. The customer reported twice these errors were observed during patient procedures (diagnostic/therapeutic colonoscopy) and a 5-10 minute delay occurred while staff did troubleshooting. Both procedures were successfully completed. The customer was unable to confirm which errors occurred on which dates but stated errors were identified during patient use on (B)(6) and (B)(6). The other errors occurred prior to patient use on (B)(6). This report concerns the event occurring on (B)(6). The other events are documented on reports with the following patient identifiers: (B)(6). According to customer, there were no cancellations, no postponements and no adverse effects to patients.